Event description:
The pt had urinary retention status post vaginal mesh placement of unk date. On (B)(6) 2013, a questionable area of exposed vaginal mesh on the right vaginal wall was excised with dense scar tissue noted and vaginal erosion.